Manufacturer narrative:
The referenced device was returned to olympus for repair. The service evaluation confirmed the customer¿s reported problem, no image displayed on the screen due to a defective charged coupled device unit. Additionally, the device failed the air/water leak test due to a puncture on the cable unit. The cable unit has deformation/kinks. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request that the customer high-definition autoclavable camera head has an image defect, ¿hd camera not showing any picture¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charge-coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter confirmed the loss of image was discovered during preparation for use for a therapeutic procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 that was obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the event (loss of image) occurred during preparation for a cystoscopy procedure. The procedure was completed without delay. There was no patient harm or consequence reported as a result of the event.